Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they met with a manufacturing representative (rep) and they addressed their peripheral neuropathy. They stated that adjustments provided relief. The patient mentioned that the rep was able to redirect the nerve stimulation to their thighs and calves. Although the relief is not 100% effective, they have more relief from the adjustments.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). It was reported, that following a neurological workup in august 2024, which included a nerve stimulation test to check for peripheral neuropathy. The neurostimulator began to function differently. The patient was advised to consult their healthcare provider, for further evaluation and resolution of the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.